Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed a leak from the probe and proceeded to replace the hydrophilic diluent filters to resolve the leak. The fse also replaced the vacuum isolator chamber (vic) and the probe wipe block as part of preventative maintenance. The fse verified the repair as per established procedures and results met published specifications. Failure mode of the leak is attributed to the diluent filters which required replacement. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a leak of approximately 5 ml from the probe of the coulter ac t diff analyzer. The customer indicated that the leak was not contained within the instrument. The customer was only wearing gloves at the time of the event but no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.